Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation. Represents a non-healthcare professional.

Event description:
Litigation alleges loosening of cup and stem, metallosis and infection. Doi: (B)(6) 2008: dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the metal liner and head were removed. It was also stated that product numbers could not be identified. Update ad 10 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of litigation records. Litigation alleges friction and wear between the cobalt-chromium metal and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood tissue and bone surrounding the implants. As a result patient had been experiencing severe pain, discomfort, limited mobility, loss range of motion, mental anguish including diminished enjoyment of life and inflammation in and around his implant. The event description has been updated to indicate the allegations as reviewed. The law firm name associated contact, patient harm and the correct affected side of the complaint were updated. An impacted product record for the stem was added due to the alleged toxic level of cobalt-chromium and the date of implant were added. Doi: (B)(6) 2008 : dor: (B)(6) 2017; (left hip).